Event description:
It was reported a pt had a percutaneous lead implanted for a trial test. The pt developed a post operative seroma. The pt was on coumadin and discontinued use a week prior to the percutaneous test. The pt was admitted to the hosp for testing. It was determined the bowel had been perforated. A colostomy was performed. The pt outcome is unk. Further info is being requested at this time.